Event description:
It was reported that the bolus option " looked different" and would not respond to the customer's presses to confirm a bolus delivery. Customer's blood glucose was 213 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.